Event description:
It was reported that during a sigmoidectomy procedure, abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.